Event description:
Pt reported downstream occlusion when priming new cassette on both pumps. Pt confirmed no tubing clamps, caps, kinks. Pt tried changing batteries, tubing, cassettes. Was finally able to get it to run last night but patient is concerned about future issues. Patient stated was not running medication for 1 hour last night due to delay in cassette change from occlusion alarm. No adverse event reported. Pt has back up device to use. Pt was able to continue their therapy. Pt did have interruption to therapy. Therapy is life sustaining. Defective devices available for investigation upon return from pt. Pharmacy is replacing device. No additional information, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Serial numbers provided by pt: (B)(6). Pt: 4582. Device: 2423. Ref: mw5189198.